Event description:
It was reported that during an unk procedure, the device misfired on the second reload and the knife blade did not retract. Another stapler was fired along the staple line and the device was cut out. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.